Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.641.002, synthes lot number: 6607688, supplier lot number: n/a, release to warehouse date: june 2, 2011, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. It was reported on (B)(6), 2020, during evaluation at service and repair it was found out that the torque limiting handle had failed in calibration. The repair technician reported the device failed calibration. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the torque limiting handle had failed in calibration. There was no patient involvement. This report involves one (1) 5nm torque limiting handle 6mm hxc. This is report 1 of 1 for (B)(4).